Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be submitted upon completion of investigation.

Event description:
Procedure performed: tlh. Event description: after about 10 activations the jaw didn't open anymore. The device was temporarily not used and was in a closed position put away in the instrument bag. When the specialist took the device and wanted to open the jaw to use it again, the jaw was stuck and could not be opened. During the activations before, no problems were signed and normal tissue bites/ seals were taken. The specialist and or staff tried to open it but it was not possible. I was in the or and advised to take a new (B)(4) device to proceed. No problems occurred with the new device. Type of intervention: change of device. Patient status: no patient injury.

Event description:
Procedure performed: tlh event description: after about 10 activations the jaw didn't open anymore. The device was temporarily not used and was in a closed position put away in the instrument bag. When the specialist took the device and wanted to open the jaw to use it again, the jaw was stuck and could not be opened. During the activations before, no problems were signed and normal tissue bites/ seals were taken. The specialist and or staff tried to open it but it was not possible. I was in the or and adviced to take a new eb210 device to proceed. No problems occurred with the new device. Type of intervention: change of device patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed that the jaws of the event unit would not open. Engineering disassembled the event unit and observed that an internal component of the handle was disengaged, which prevented the handle from fully opening. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.